Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.